Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue. Note: recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for hi display. The customer is concerned with test results from results obtained of hi display. The customer's expected fasting blood glucose test result range is 118 - 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/30/2018 and open vial date at time of call is up to one week. Strip lot number ps2343 is on recall. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns: customer is concern with the hi blood results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer did not return the test strips. Most likely underlying root cause of malfunction:strip issue. Note: recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for hi display. The customer is concerned with test results from results obtained of hi display. The customer's expected fasting blood glucose test result range is 118 - 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/30/2018 and open vial date at time of call is up to one week. Strip lot number ps2343 is on recall. The meter memory was reviewed for previous test result history: the 319mg/dl (B)(6) 2016 07:53 am fasting: yes, the 245mg/dl (B)(6) 2016 05:22 pm fasting: no, the 463mg/dl (B)(6) 2016 02:44 pm fasting: no, the hi (B)(6) 2016 01:31 pm fasting: yes, the hi (B)(6) 2016 11:48 am fasting: yes. Memory concerns: customer is concern with the hi blood results.